Manufacturer narrative:
Information was received on 12/30/2020 indicating that there was no patient involvement in this event and also indicated event date. Device evaluation completion date: (B)(6) 2021: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be repeated. It was also noted that error code history logs showed 44509 message instead of 4456. Service recommended that a microprocessor unit board to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm with a solid red screen and gave error code 4456. No adverse effects were reported.